Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected (pump error 53). Customer's blood glucose at time of incident was 4.9mmol/l. The customer was advised that will be return for analysis and will be replaced by tnt.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No error 53 was noted. The pump was received with keypad overlay texture damage, a cracked select button keypad overlay and minor scratches on the lcd window.